Manufacturer narrative:
(B)(6). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with the following pre-operative diagnoses: l4-5, l5-s1 degenerative disk disease and retrolisthesis. The patient also reported progressively worsening back and leg pain that had not responded to nonsurgical treatment of an extensive time. He underwent the following procedures: l4-s1 posterior segmental instrumentation. L4-5, l5-s1 posterolateral arthrodesis. L4-5, l5-s1 placement of intervertebral biomechanical prosthetic device. L4-5, l5-s1 transforaminal lumbar interbody fusion. Local morselized autograft. Bone morphogenic protein allograft. As per the op notes, ¿¿pedicle screws were placed into l4 and l5 bilaterally as well and screws were placed into s1 bilaterally. Peek cages were then filled with bmp sponges and placed into the prepared disk spaces of l4-5 and l5-s1. The o-arm was then used to confirm proper placement of instrumentation. L4, l5, and s1 were decorticated and local morselized autograft and bmp allograft were packed over the decorticated surfaces. Titanium rods were then attached to the pedicle screws¿¿ no patient complications were reported. On (B)(6) 2011: the patient was discharged. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.